Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's parents reported via phone call that they experienced high blood glucose. The customer¿s blood glucose was 600 mg/dl and 800 mg/dl. Customer also having the motor error alarm. The device will be returned for analysis.